Event description:
It was reported that there was an event of right ventricular (rv) lead high capture threshold, low pacing impedance and inappropriate muscle stimulation in the shoulder of the patient. The right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2025. The patient status was noted as stable.